Event description:
It was reported that during implanting procedure, there was difficulty implanting the right ventricular (rv) lead due to patient anatomy and "the indicator ring on the sleeve head was not tight as usual." There was oversensing and rv pace/sense portion of the lead impedance was high. The lead was repositioned a few times during the implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).